Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed.results will be provided on the next report.

Event description:
Reportedly, on 4-february-2026, the programmer screen could not refresh.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. Upon reception, the programmer is working correctly and the screen is refreshing without any issues? Analysis of the provided files establihed that on (B)(6) 2026, during a session, a long printing (more than 20 secondes) occurred and at the end, some traces are missing. The reported behavior is caused by a software issue from unknown origin, at the end of a software printing, some printings objects/traces are not correctly released; and the gui is not updated. This issue might be resolved when the gui is updated, by launching a smartcheck for example. This case is retained and utilized for trend purposes. MDR correction: device updated from smarttouch tablet to smarttouch softwares modules according to investigation results.

Event description:
Reportedly, on (B)(6) 2026, the programmer screen could not refresh.